Manufacturer narrative:
H10: previously reported g3 should have been may 7, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The patient's implantable cardiac monitor could not be interrogated with bluetooth. No intervention was performed. The patient was in stable condition. Further information was requested, but not provided.